Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 184 mg/dl. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a red x on the display. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with critical pump error and unable to download due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical insulin pump errors. Device received with air leak during leak test at the left edge of keypad overlay and top right corners belt clip base. Device received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, peeling end cap address label, moisture damage on motor home switch and corrosion on force sensor assembly.